Event description:
Six women pilot deep brain stimulation for intractable anorexia nervosa. (B)(4). Summary: six women with intractable and life threatening anorexia nervosa have been treated with deep brain stimulation in a preliminary study from (B)(4). Doctors selected the women for deep brain stimulation after many years of unsuccessful conventional management. They had average body mass indixes (bmis) of (B)(4) leading up to the study, accompanied by multiple medical complications of chronic starvation. Five had psychiatric comorbidities, most often major depression and obsessive compulsive disorder. Reported events: 1. 1 patient had a seizure during device programming two weeks after the implant procedure. It was switched off then restarted one week later with no further problems. 2. One patient developed a cardiac air embolus that resolved within five minutes after the operating table was repositioned.

Event description:
Additional information received reported that the patient that had a seizure during programming roughly 2 weeks after surgery also was having a substantial metabolic derangement. The device was turned off, and reactivated 1 week later. The patient had no history of seizures and no seizure recurrence during follow-up. See manufacturer report 3007566237-2013-01892 for patient with cardiac air embolus.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. Product ID 3387, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID neu_ins_stimulator lot# serial# unknown, product type implantable neurostimulator product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead. Device was used for off label use. Device used for anorexia nervosa. (B)(4).